Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated three full electrical resets. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three power on resets (pors) were recorded over the course of 60 days, with historical data wiped out and device reset to vvi 65 mode. It was noted that the patient had undergone a 45 day course of radiation therapy for prostate cancer, and that the patient had accumulated 8100 cgy of radiation in the lower torso region. The device was programmed back to all original settings and remains in use. No patient complications have been reported as a result of this event.